Manufacturer narrative:
Investigation summary: bd received 2 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with 20 retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was observed in one customer sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® edta 2k 10 tubes underfilled. No adverse impact was reported regarding the patient or user.